Event description:
It was reported that there were concerns of lead fracture for this right atrial (ra) lead. This lead was exhibiting high impedances and loss of capture even at max output, fluoroscopy was performed, and a fracture was noted. This lead was successfully replaced. No additional adverse patient effects were reported.